Event description:
New information received notes that the pacemaker exhibited under-sensing due to programming. Previously reported "pause" event should have been failure to capture. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient experienced non-sustained ventricular tachycardia (vt). After the vt, there was a pause prior to autocapture enabling. No intervention was reported. The patient was in stable condition.